Manufacturer narrative:
The date of the event onset was reported as an unknown date ¿around the end of (B)(6) 2016 or first of (B)(6) 2016¿. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced peritonitis. The patient was experiencing peritonitis for a couple months and was being treated with unspecified antibiotics (route, frequency, and dose not reported). The cause and patient&#38112;outcome were not reported. It was not reported if the patient was hospitalized for the event. The action taken with pd therapy was not reported. No additional information is available.